Manufacturer narrative:
This is an initial report. Further investigation is still being conducted by the MFR. Once results or new info are obtained, a follow-up/final form FDA 3500a will be submitted.

Event description:
On (B)(6) 2013, leica microsystems rec'd a complaint from a customer stating that an (B)(6) pt rec'd a slight burn on the pt's ear and burn blister on the front portion of the ear after undergoing a right ear tympanoplasty surgery using a leica m,720 ohs. Add'l bacitracin and dressing were applied on the pt's ear where the burn was visible (right ear). The pt was seen by a plastic surgeon a week later for follow-up. The plastic surgeon will be seeing the pt a couple more times for further follow-up